Event description:
The customer contacted physio-control to report that during a recent patient event their device reset itself and delivered two "light" shocks to the patient without anyone pressing the shock button. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. The customer also reported that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
Physio-control has made numerous attempts to contact the customer and clarify what occurred during the patient event and what time the event occurred. Physio reviewed all the patient records that were in the device's memory for the day of the event and could not verify that the device reset itself or provided any "light" shocks to the patient. Physio then verified the reported service indicator and event code in the memory. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported service indicator and event code was an electrically leaky capacitor, designator c160.